Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (replace belt messages) was due to the electrode belt¿s ECG c&d cables lead1- and lead 2- wires being broken, damaging wires in the cable. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.